Event description:
The customer reported to customer service that when she went to unplug her transformer from the wall, it felt hot. When the transformer was received by medela, it was cracked in half, exposing the inner circuitry.

Manufacturer narrative:
A replacement transformer was sent ot the customer. Attempt to get additional complaint info was unsuccessful. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and poten... Should additional info be received, resulting in new, changed, or correct info, a f/u report will be filed. Eval summary: a visual exam of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual exam of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 54.98 ohms, which is normal and indicates that the thermal fuse did not blow.